Event description:
A malfunction alarm with code malf 12 was reported, indicating a momentary power loss to the vibrator motor. There was no adverse impact to the customer's blood glucose level. The customer did not reset the pump previously, so technical support provided information to assist with resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to call back if the malfunction code recurred, and they acknowledged this guidance.